Manufacturer narrative:
Results: the returned cat6 had ovalizations approximately 12.0, 43.0, 47.0, 71.0, 91.0, 127.0 and 135.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed damage along the catheter shaft. If the device is forcefully advanced against resistance it may become kinked or ovalized. No other devices associated with this complaint were returned for evaluation; therefore, the root cause of the reported resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician was able to successfully aspirate using the cat6 with a 8f non-penumbra sheath. While attempting to make a third pass with the cat6, the physician experienced resistance and subsequently, the catheter became kinked. Therefore, the cat6 was removed. The procedure was completed using a new cat6 with the same sheath. There was no report of an adverse effect to the patient.